Event description:
Customer called to report that they are experiencing high blood glucose levels. Customer stated that she needed help programming the insulin pump. Customer declined to troubleshoot high blood glucose as she did reach 600 mg/dl and was currently at 150 mg/dl on the old pump. Advised customer to monitor blood glucose and call back if any issues should reoccur. Product is not being returned or replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.